Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that while using the highsail to post dilate, the balloon was inflated to 18 atm one time. A second attempt was made to inflate the balloon; however, the balloon would not hold pressure. The device was removed and a rupture was noted in the proximal end. No pt effects were reported. No add' l event or pt info is available.